Manufacturer narrative:
Updated postal code: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I estradiol results on one patient. The results provided were: initial=29 pg/ml /previous history in (B)(6): 32000 pg/ml; (B)(6) 32000 pg/ml; (B)(6) = 50,000 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and validity testing for architect estradiol, reagent lot 35332ud00. The ticket search determined that there is as expected complaint activity for the likely cause lot. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the architect estradiol, reagent lot 35332ud00.updated section d3 email address for medical device contact person and g1 manufactures site email to (B)(4).